Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted, due to sui. It was reported that the patient underwent partial revision surgery on (B)(6) 2013. It was reported that the patient experienced pelvic pain and numbness in her pubic region. It was reported that the patient underwent procedures which she was given injections to help control pain in her back in 2013. No additional information was provided.